Event description:
On (B)(6), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was deployed higher than intended and unintentionally covered the left renal. A contralateral leg component was then implanted. The contralateral leg component pushed the trunk-ipsilateral leg component up, and covered both renal arteries. The physician we able to pull the trunk-ipsilateral leg component back down. Final angiogram showed that only the left renal was partially covered. The pt tolerated the procedure and no further problems have been reported.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.